Event description:
A pt reported experiencing inaccurate low results with a fast take meter. The pt's blood glucose results were 104, 379, 301 303 mg/dl. Tests were done within 10 minutes with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.